Event description:
The customer reported an intermittent failure of the ac power module.

Manufacturer narrative:
(B)(4): the customer reported an intermittent failure of the ac power module. A philips investigator spoke with the customer who reported that they will not be replacing this module.